Manufacturer narrative:
H10: upon receipt at our post market quality assurance laboratory the programmer had an initial visual analysis completed and no anomaly was found. The system functional test was completed, where the programmer passed. Then the baseline evaluation was completed where the programmer had a touchscreen issue.

Event description:
It was reported that programmer's japanese input was difficult. It was also reported that the response of the touch panel was poor. No adverse effects reported. The programmer remains in service.